Manufacturer narrative:
H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder because the luer was not closed which allowed fluid from the bladder to empty inside the bag that contained the sample. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had delayed delivery; drug solution remained (approximately 20ml to 30ml) in the balloon after the expected therapy time of 46 hours. This was observed during patient infusion. The device was filled with fluorouracil (5-fu) to a total fill volume of 92ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.